Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. It was inserted in the patient¿s abdomen and it broke and came out with the applicator. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.